Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed for backup pacing and a was replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.